Event description:
It was reported that an ilet user experienced recurrent loss of dexcom g7 cgm signal to the ilet, resulting in absent glucose values on the pump and delayed automated insulin dosing until reconnection; the user¿s blood glucose was 284 mg/dl during one contact and they reported typically elevated averages, with multiple concurrent bluetooth devices and a workflow of starting the sensor in the dexcom app before the ilet. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin delivery with user self-monitoring and continued use after education. Investigation included customer service troubleshooting, education on correct pairing order, confirmation of sensor pairing, and recommendation to replace the sensor due to persistent disconnections. Investigation of this case revealed likely intermittent bluetooth communication issues between the g7 sensor/transmitter and the ilet, potentially exacerbated by multiple active bluetooth devices and initiating the sensor session in the dexcom app rather than in the ilet, with device function restored after proper pairing workflow. It was concluded, based on previously established findings for similar reports, that user setup and environmental bluetooth interference were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.